Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were getting major vibrations in their back, legs, and hands. Pt said that the stimulation went crazy this morning. Agent suggested that the pt decrease the stimulation to see if that would help. Patient was on group c with programs 1-3. Agent walked the patient through decreasing the stimulation, however pt said that they turned the stimulation off and that the vibrations stopped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the rep met with patient on (B)(6) 2024 to check if they could replicate her stimulation issue or resolve the issue. When the rep interrogated with tablet, they turned off all programs and asked if she was still feeling stimulation and her response was yes. It appears she is confusing stimulation with neuropathy. The rep suggested she discuss this with her physician and she agreed to make an appointment. The rep asked that she let them know when she makes the appointment, but they haven't heard back from her. The rep checked in with her husband today and he said she is doing fine.